Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on performing a pump reset, and the caller was advised to call back for further assistance with the reset upon returning home.